Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that they encountered automated impella controller (aic) issues. It was reported that the aic failed to shut down and made a loud buzzing noise for five minutes while stuck on a loading screen. No patient harm was reported.

Manufacturer narrative:
Investigation summary: data analysis: console logs from the reported event date, aligned with the complaint, indicating an unexpected controller shutdown event alarm on (B)(6) 2025. The initial case was opened on (B)(6), and on (B)(6), a shutdown was requested, with the shutdown sequence initiated. However, the sequence was not completed, and upon reboot, the automated impella controller (aic) displayed the unexpected controller alarm. No alarms related to loud buzzing sounds were observed in the logs. Device analysis: the console was tested through multiple power cycles, but the issue could not be reproduced. During testing, no shutdown-related problems or irregularities within the aic were observed. No power supply interruptions were detected between the power battery manager and the 4-in-1 assembly. The aic was operated with a known good pump and purge cassette, with no issues noted, and no noise or loud buzzing sounds were observed. Additionally, the speakers were also inspected, and no issues were found. Root cause: the unexpected controller shutdown alarm was caused by prior inability to shut down due to incompletely executed shutdown process, after console shutdown was initiated. Issue could not be reproduced during testing, and root cause was unable to be determined. Product history review summary: one complaint related to the reported complaint was discovered while reviewing the product history of the console, however the issue was mostly use related.

Manufacturer narrative:
D.9 the device was returned and the date received was added. H.6 updated investigation codes due to the device being received. H.10 related report number was added. The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.